Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and vomiting. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefepime, intraperitoneally (ip) for two weeks (dose and frequency not reported). Two days after being admitted to the hospital, the patient's pd catheter was removed due to the peritonitis event and the patient was switched to back-up hemodialysis. Seventeen days after onset, the patient was recovered from the peritonitis event. On the same day the patient had a new pd catheter inserted and eleven days later the patient resumed pd therapy. No additional information is available.